Manufacturer narrative:
It was reported that the patient fell and was experiencing high impedances. The issue was resolved. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:(B)(4). It was reported that after a fall both of the patient's dbs systems (left-side and right-side) had high impedances. The right-side dbs system's amplitude was autoreducing due to high impedances. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg's were removed from their pockets and the header ports were suctioned clean. The ipg's were then reimplanted, impedances were cleared, and therapy was restored.